Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty for vertebral compression fracture. Intra-op, balloon was compromised out of the box and when inserted into the vertebral body and inflated only contrast came out of the balloon and the balloon did not inflate. The ibt clearly had a rupture out of the box as it only spewed contrast without inflating. New kits were opened and the case went well otherwise. The product came in the contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.